Event description:
It was reported that six drivers would allow the mating screw to toggle when assembled together. No specific surgical or patient information is available. This is report two of six for this event.

Manufacturer narrative:
Additional information in b4, d4 (UDI number), g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The returned driver was evaluated. Visual inspection revealed no signs of visible damage on the driver. The driver was tested with a mating screw and torque handle. The driver was able to engage and retain the screw as expected. No excess motion was observed when the screw was installed on the driver. Additionally, the driver was able to be engaged and retained by the torque handle. A review of the manufacturing records did not identify any issues which would have contributed with this event. The alleged device malfunction is unconfirmed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report numbers 3012447612-2019-00409 to 3012447612-2019-00414.

Event description:
It was reported that six drivers would allow the mating screw to toggle when assembled together. No specific surgical or patient information is available. This is report two of six for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that six drivers would allow the mating screw to toggle when assembled together. No specific surgical or patient information is available. This is report two of six for this event.